Event description:
It was reported that during capital equipment maintenance, the maximum console power was 60 Watts. No error codes were displayed. There was no patient involvement at the time the issue happened.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned, but the console was service onsite by a field service engineer (FSE). The FSE indicated that the HVPS controller board and the IGBT safety module were defective and required replacement. However, console's HVPS controller board was returned for analysis. Visual inspection of the board indicated that the component was found to be in good physical condition. Functional testing was conducted by connecting the HVPS controller board to a testing machine, self-test was performed, and no errors were detected. The board was found to be performing as expected and reusable. A Device History Record review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could have contributed to the complaint. A Risk Review was completed and confirmed that the event of Device Low Power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. After the FSE replaced the IGBT safety module, the issue was resolved, and the console was functioning as intended. The replaced component could have affected the device performance leading to the event experienced by the customer. Based on the analysis results, a conclusion code of Cause Traced to Component Failure was assigned to this investigation.

Event description:
IT WAS REPORTED THAT DURING CAPITAL EQUIPMENT MAINTENANCE, THE MAXIMUM CONSOLE POWER WAS 60 WATTS. NO ERROR CODES WERE DISPLAYED. THERE WAS NO PATIENT INVOLVEMENT AT THE TIME THE ISSUE HAPPENED.